Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information. D9 (returned to manufacturer) was updated. The reported complaint that "the autopulse platform (s/n (B)(6) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during the archive data review and functional testing. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in june 2005 and is over 16 years old, well beyond its expected service life of 5 years. The processor board must be replaced to remedy the fault. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area, and multiple cracks were observed at the screw well area of the bottom enclosure. In addition, it was noted that the load plate cover was defective with a hole, affecting the watertight seal. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged enclosures and the load plate cover will be replaced to address the observed issues. The archive data review showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, during the power-on self-test, it was noted that parameters in backup memory (non-volatile ram) had been corrupted. The root cause was the defective processor board, and it needs to be replaced to remedy the faults. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (s/n (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering on. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.